Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on further engineering investigation, there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. Tacking into account the available information, a definite root cause was unable to be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, these 3 foresight sensor displayed values that fluctuated abnormally without changes in the hemodynamic patient's condition. As per customer's opinion, this could be due an interference with the metallic cranium osteosynthesis material (B)(4). There is no allegation of patient injury. Patient demographics were unable to be obtained.